Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall that did not resolve after restarts, rewinding, and priming, and the user disconnected from the device until a dry run and full supply change were completed, after which the alert cleared and blood glucose returned to range. Symptoms included elevated glucose prior to intervention with subsequent normalization. Outcomes included temporary interruption of insulin delivery and user-performed mitigation without medical intervention. Investigation included user education, guided troubleshooting, and verification via dry run and supply replacement. Investigation of this case revealed consecutive motor stalls consistent with an insulin delivery obstruction or supply-related issue that resolved with new supplies. It was concluded that the event was due to a transient delivery fault corrected by supply change, with the device functioning as intended after mitigation.